Event description:
According to the reporter, the capsule failed to detach. The patient reported severe pain that radiated to its back so the capsule was removed with general anesthesia.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.